Event description:
The customer stated that the acuity patient monitoring system froze up. The waveforms were not moving, and she could not move the mouse. This resulted in a temporary loss of centralized patient monitoring. Note 1 for block a: the customer did not provide any pt info.

Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. Welch allyn technical support remotely assisted the customer to reboot the system. After the system came back up, no further malfunction occurred. Six patients were connected and no patient injuries and delay in treatment. No patient information was provided. No conclusion can be drawn as to what caused the system freeze. No problems have been reported since the initial report. Note from method - remote evaluation.